Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump was under delivering and they experienced high blood glucose level of 13.8 mmol/l. Customer stated that she had been unwell with an infection for the past three weeks but did not thought this would affect blood glucose also stated that as she was menstruating, this affected her insulin sensitivity and wished to know what to do then and whether insulin pump should not automatically adjust for this. The customer felt ok to troubleshooting high blood glucose level. Customer was on auto mode at the time of high blood glucose event. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that they did not contacted their health care professional regarding the high blood glucose event. The customer stated that they uses auto mode feature at the time of high blood glucose event. The customer was treated for the high blood glucose with insulin pump only. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege insulin pump was under delivering because insulin pump was not suggesting corrections for what she considered. The insulin pump was returned for analysis.